Manufacturer narrative:
One 5 mm offset endofemoral aimer was returned for evaluation. Visual examination of the device confirmed the reported breakage. The shaft is broken at the solder joint. A design change was implemented modifying the offset endo femoral aimer arms to change the assembly method of the tips to the shaft from solder to laser welding.

Event description:
The surgeon used a 6mm over the top guide with a beith pin. He then used a disposable 013184 endobutton drill bit, from the #72202799 1.2 endobutton cl pac, and drilled half way through and the drill bit broke. It snapped in half at the center point. A c-arm was used and they "fished" it out with a grasper. The surgeon then went back in with a 8mm reamer through the cortex of the femur to push the shrapnel, because it was not embedded in the bone. There was a 30-45 minute delay. The surgeon finished with an endobutton cl along with an xtendobutton for femoral fixation. Additional information received on 10nov2014 indicates that at the time aimer broke, the aimer was being used transtibially to guide the femoral tunnel placement; the aimer was through the tibial tunnel placed on the femoral notch. They did not need to prepare another tunnel. All of the shrapnel/debris was able to be removed from the endobutton drill bit with the help of a c-arm. See c-67034 for the guide, and c-67037 for the drill bit.